Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The data logs were reviewed and it was determined that the placement signal not reliable (psnr) alarm was triggered due to optical sensor values being out of range. The data logs show the optical sensor values drop by 50mmhg and then begin to drift. This is indicative of sensor wear. The pump was returned and the psnr alarm was reproduced. The optical sensor cavity was found to be much larger than when it was originally measured to be during calibration, suggesting sensor wear leading to a breach in the cavity of the sensor. The pump was then placed in the uson to pressurize the sensor. The pressure would equalize over time confirmed that there was a breach in the cavity of the sensor. The root cause of the optical signal issue was determined to be sensor wear. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Placement signal lost. Placement signal previously displayed wasn¿t correlating. No reported harm to the patient.